Event description:
It was reported that the contralateral limb cover of a bifurcated device became detached from the limb wire during the procedure. The physician was unable to deploy the contralateral limb. Reportedly, while the physician was attempting to deploy the contralateral limb the limb cover became dislodged in the patient. The physician elected to convert to open repair and explant the devices. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation; and the contralateral limb cover along with radiopaque marker was still present on the bifurcated device. No information was made available regarding patient's anatomical measurements and both the contralateral limb wire and delivery system were not returned for evaluation. Based upon the investigation findings, a root cause could not be determined with available information. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.